Event description:
It was reported that during a procedure, while attaching the unit to the cannula, the tip of the unit fell inside the pt. No adverse consequences to the pt were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.